Event description:
The facility reported an infusion pump with a 703:00. Information was not provided regarding whether or not the problem occurred during a patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703:00 on channel b in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.